Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient who was recently re-implanted had an infection after the re-implant. The generator and lead were explanted due to the infection. The devices were reported to have been disposed of by the hospital. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Additional relevant information has not been received to-date.